Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned self expanding stent system (sess) found blood on the distal sheath and saline on the stent implant, consistent with handling. The reported premature deployment was confirmed. The stent implant was partially deployed 6 mm over the tip. There was no damage noted to the stent implant. The distal sheath was wrinkled distal to the proximal marker for a length of 3 mm. The distal sheath was in the distal position and not retracted. There was no other damage noted to the sess. The handle lock was in the locked position. The stylet and dispenser coil were not returned. After opening the handle, it was observed that the rack was in the distal position and not retracted. There was no damage noted to the internal mechanisms. Potential factors which could contribute premature deployment prior to use include, but are not limited to, manufacturing, inadvertently pulling on the tip of the self expanding stent system during removal of the tip mandrel, insufficient support during prep, kinks in the shaft, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not result of a manufacturing deficiency, all sheathed stents are 100% visually inspected for stent location between the markers and that the stent is fully covered within the distal sheath. Additionally, all shafts are 100% visually inspected for damage/kinks. In this case, a conclusive cause for the premature deployment could not be determined; however, it may be possible that the tip was inadvertently grasped during removal of the tip mandrel causing the stent to partially deploy from the distal outer sheath. The tip mandrel was not returned, indicating that it had been removed. The absolute pro instruction for use provides the following instructions for removing the tip mandrel to prevent premature deployment: gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device. The wrinkling noted distal to the proximal marker was likely related to user handling after the stent had moved distally and does not appear to have contributed to the premature deployment. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no similar incidents reported for this lot. Overall, a conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product deficiency.

Event description:
It was reported that upon opening the packaging of an absolute pro device, it was noted that the stent was partially deployed at the end. The device was not removed from the coiling and was not used. There was no patient involvement. Though requested, no additional information was provided.